Event description:
On starting blood transfusion, the distilled water in the system 1025 reservoir became bloody. Because saline was used to prime the di-50 to prevent the waste of blood, fluid was transparent. The leakage was not noticed until blood administration. Additional info provided: the pt was admitted to ER with the diagnosis of trauma injury by falling down. Eventually the pt expired and his dr attributed his death not to the transfusion but to pt's original condition "trauma injury and lot of blood loss-hypovolemia."